Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implants") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation and perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), endometriosis ("endometriosis") and endometrial hyperplasia ("endometrial hyperplasia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, perforation, pelvic pain, endometriosis and endometrial hyperplasia outcome was unknown. The reporter considered device dislocation, endometrial hyperplasia, endometriosis, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implants") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation and perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), endometriosis ("endometriosis") and endometrial hyperplasia ("endometrial hyperplasia"). The patient was treated with surgery (essure removal) and surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, perforation, pelvic pain, endometriosis and endometrial hyperplasia outcome was unknown. The reporter considered device dislocation, endometrial hyperplasia, endometriosis, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implants"), fallopian tube perforation ("perforation of organs\perforation (fallopian tubes)"), genital haemorrhage ("bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 26-year-old female patient who had essure (batch no. 628307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in 2005, lumpectomy, multiple allergies, cholecystectomy, tubal ligation, gastric bypass, gravida ii and parity 2. Previously administered products included for an unreported indication: depo-provera from 2006 to 2009 and iud from 2006 to 2009. Concurrent conditions included anxiety since 2001, depression since 2014, hypertension since 2014, sleep apnea since 2013, obesity since (B)(6) 2014, abdominal cramps, irregular periods, clotting disorder, metrorrhagia, left lower quadrant pain, right lower quadrant pain, bowel movement irregularity, perineal pain and adenomyosis. Concomitant products included alprazolam (xanax) since 2012, butalbital since 2013, caffeine since 2013, cyanocobalamin since 2012, duloxetine hydrochloride (cymbalta) from 2002 to 2012, ibuprofen (motrin ib), lamotrigine (lamictal) from 2005 to 2010, omeprazole (prilosec) since 2013, oxycodone hydrochloride;paracetamol (percocet), paracetamol (apap) since 2013, piroxicam (paxil), sertraline hydrochloride (zoloft), topiramate (topamax) from 2010 to 2014, vitamin d nos (vitamin d) since 2012 and zolpidem tartrate (ambien) from 2012 to 2017. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and migraine ("migraines"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometrial hyperplasia ("endometrial hyperplasia") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation, endometriosis, endometrial hyperplasia, dysmenorrhoea, dyspareunia, headache and migraine outcome was unknown, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, endometrial hyperplasia, endometriosis, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure was inserted on (B)(6) 2009 (per pfs) and on (B)(6) 2009 (as per mr) discrepancy noted,earlier insertion date (B)(6) 2009. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record:vaginal bleeding, dysmenorrhea, menorrhagia, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received: reporters were added. Reporter's demographics were added. Lot no. Was added. Events-abnormal bleeding (vaginal, menorrhagia), migraines / headaches,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower abdomen pain, bleeding, perforation nos was updated with fallopian tube perforation were added. Outcome of event pain and bleeding were added. Concomitant conditions were added. Concomitant drugs were added. Lab test was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implants'), fallopian tube perforation ('perforation of organs\perforation (fallopian tubes)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('bleeding') in a 26-year-old female patient who had essure (batch no. 628307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in 2005, lump excision, multiple allergies, cholecystectomy, tubal ligation, gastric bypass, gravida ii, parity 2, ovarian cyst and lumbar pain. Previously administered products included for an unreported indication: depo-provera from 2006 to 2009 and iud from 2006 to 2009. Concurrent conditions included obesity since (B)(6) 2014, depression since 2014, hypertension since 2014, sleep apnea since 2013, anxiety since 2001, abdominal cramps, irregular periods, clotting disorder, metrorrhagia, left lower quadrant pain, right lower quadrant pain, bowel movement irregularity, perineal pain, adenomyosis, diarrhea, seizure and mastodynia. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as alprazolam (xanax) since 2012, butalbital since 2013, caffeine since 2013, cyanocobalamin (vitamin b12) since 2012, duloxetine hydrochloride (cymbalta) from 2002 to 2012, ibuprofen (motrin ib), lamotrigine (lamictal) from 2005 to 2010, omeprazole (prilosec) since 2013, oxycodone hydrochloride;paracetamol (percocet), paracetamol (apap) since 2013, piroxicam (paxil), sertraline hydrochloride (zoloft), topiramate (topamax) from 2010 to 2014, vitamin d nos (vitamin d) since 2012 and zolpidem tartrate (ambien) from 2012 to 2017. In (B)(6) 2009, the patient experienced pelvic pain ("pain/chronic"), headache ("headaches"), migraine ("migraines"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vulvovaginal pain ("pain- vaginal pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), endometrial hyperplasia ("endometrial hyperplasia"), abdominal pain lower ("lower abdomen pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), depression ("depression"), anxiety ("anxiety") and uterine pain ("uterine pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy.) And ablation. Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, fallopian tube perforation, endometriosis, endometrial hyperplasia, dysmenorrhoea, headache, migraine, bladder disorder, urinary tract infection, vaginal discharge, tooth disorder, hormone level abnormal, weight increased, female sexual dysfunction, vulvovaginal pain, depression, anxiety and uterine pain outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dyspareunia, abdominal pain, back pain and metrorrhagia had resolved and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, endometrial hyperplasia, endometriosis, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure was inserted on (B)(6)2009 (per pfs) and on (B)(6)2009 (as per mr) discrepancy noted,earlier insertion date (B)(6)2009. Received treatment for pain, bleeding. Most if not all symptoms have decreased following essure removal. Patient has discussed removal of essure. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record: vaginal bleeding, dysmenorrhea, menorrhagia, dyspareunia, abdominal pain, metrorrhagia, dysmenorrhea, dyspareunia, endometriosis, lot number: 628307, manufacture date: 2008-10, expiration date: 2011-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. On 9-jan-2020: no new clinical information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implants'), fallopian tube perforation ('perforation of organs\perforation (fallopian tubes)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('bleeding') in a 26-year-old female patient who had essure (batch no. 628307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in 2005, lump excision, multiple allergies, cholecystectomy, tubal ligation, gastric bypass, gravida ii and parity 2. Previously administered products included for an unreported indication: depo-provera from 2006 to 2009 and iud from 2006 to 2009. Concurrent conditions included obesity since (B)(6) 2014, depression since 2014, hypertension since 2014, sleep apnea since 2013, anxiety since 2001, abdominal cramps, irregular periods, clotting disorder, metrorrhagia, left lower quadrant pain, right lower quadrant pain, bowel movement irregularity, perineal pain and adenomyosis. Concomitant products included alprazolam (xanax) since 2012, butalbital since 2013, caffeine since 2013, cyanocobalamin since 2012, duloxetine hydrochloride (cymbalta) from 2002 to 2012, ibuprofen (motrin ib), lamotrigine (lamictal) from 2005 to 2010, omeprazole (prilosec) since 2013, oxycodone hydrochloride;paracetamol (percocet), paracetamol (apap) since 2013, piroxicam (paxil), sertraline hydrochloride (zoloft), topiramate (topamax) from 2010 to 2014, vitamin d nos (vitamin d) since 2012 and zolpidem tartrate (ambien) from 2012 to 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and migraine ("migraines"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometrial hyperplasia ("endometrial hyperplasia"), abdominal pain lower ("lower abdomen pain"), abdominal pain ("abdominal pain") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation, endometriosis, endometrial hyperplasia, dysmenorrhoea, dyspareunia, headache, migraine, abdominal pain and female sexual dysfunction outcome was unknown, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, endometrial hyperplasia, endometriosis, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure was inserted on (B)(6) 2009 (per pfs) and on (B)(6) 2009 (as per mr) discrepancy noted,earlier insertion date (B)(6) 2009. Received treatment for pain, bleeding. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record:vaginal bleeding, dysmenorrhea, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Events : abdominal, apareunia were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implants"), fallopian tube perforation ("perforation of organs\perforation (fallopian tubes)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("bleeding") in a 26-year-old female patient who had essure (batch no. 628307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in 2005, lump excision, multiple allergies, cholecystectomy, tubal ligation, gastric bypass, gravida ii and parity 2. Previously administered products included for an unreported indication: depo-provera from 2006 to 2009 and iud from 2006 to 2009. Concurrent conditions included anxiety since 2001, depression since 2014, hypertension since 2014, sleep apnea since 2013, obesity since (B)(6) 2014, abdominal cramps, irregular periods, clotting disorder, metrorrhagia, left lower quadrant pain, right lower quadrant pain, bowel movement irregularity, perineal pain and adenomyosis. Concomitant products included alprazolam (xanax) since 2012, butalbital since 2013, caffeine since 2013, cyanocobalamin since 2012, duloxetine hydrochloride (cymbalta) from 2002 to 2012, ibuprofen (motrin ib), lamotrigine (lamictal) from 2005 to 2010, omeprazole (prilosec) since 2013, oxycodone hydrochloride;paracetamol (percocet), paracetamol (apap) since 2013, piroxicam (paxil), sertraline hydrochloride (zoloft), topiramate (topamax) from 2010 to 2014, vitamin d nos (vitamin d) since 2012 and zolpidem tartrate (ambien) from 2012 to 2017. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and migraine ("migraines"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometrial hyperplasia ("endometrial hyperplasia") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation, endometriosis, endometrial hyperplasia, dysmenorrhoea, dyspareunia, headache and migraine outcome was unknown, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, endometrial hyperplasia, endometriosis, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure was inserted on (B)(6) 2009 (per pfs) and on (B)(6) 2009 (as per mr) discrepancy noted,earlier insertion date (B)(6) 2009. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record:vaginal bleeding, dysmenorrhea, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implants'), fallopian tube perforation ('perforation of organs\perforation (fallopian tubes)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('bleeding') in a 26-year-old female patient who had essure (batch no. 628307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in 2005, lump excision, multiple allergies, cholecystectomy, tubal ligation, gastric bypass, gravida ii and parity 2. Previously administered products included for an unreported indication: depo-provera from 2006 to 2009 and iud from 2006 to 2009. Concurrent conditions included obesity since (B)(6) 2014, depression since 2014, hypertension since 2014, sleep apnea since 2013, anxiety since 2001, abdominal cramps, irregular periods, clotting disorder, metrorrhagia, left lower quadrant pain, right lower quadrant pain, bowel movement irregularity, perineal pain and adenomyosis. Concomitant products included alprazolam (xanax) since 2012, butalbital since 2013, caffeine since 2013, cyanocobalamin since 2012, duloxetine hydrochloride (cymbalta) from 2002 to 2012, ibuprofen (motrin ib), lamotrigine (lamictal) from 2005 to 2010, omeprazole (prilosec) since 2013, oxycodone hydrochloride;paracetamol (percocet), paracetamol (apap) since 2013, piroxicam (paxil), sertraline hydrochloride (zoloft), topiramate (topamax) from 2010 to 2014, vitamin d nos (vitamin d) since 2012 and zolpidem tartrate (ambien) from 2012 to 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and migraine ("migraines"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometrial hyperplasia ("endometrial hyperplasia"), abdominal pain lower ("lower abdomen pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation, endometriosis, endometrial hyperplasia, dysmenorrhoea, dyspareunia, headache, migraine, abdominal pain, back pain, bladder disorder, urinary tract infection, vaginal discharge, tooth disorder, hormone level abnormal and weight increased outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage and metrorrhagia had resolved and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, endometrial hyperplasia, endometriosis, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was inserted on (B)(6) 2009 (per pfs) and on (B)(6) 2009 (as per mr) discrepancy noted,earlier insertion date (B)(6) 2009. Received treatment for pain, bleeding. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record:vaginal bleeding, dysmenorrhea, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: abdominal pain, metrorrhagia (bleeding between periods),bladder problems,urinary tract infection, vaginal discharge,dental problems., hormonal changes, weight gain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implants'), fallopian tube perforation ('perforation of organs\perforation (fallopian tubes)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('bleeding') in a 26-year-old female patient who had essure (batch no. 628307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in 2005, lump excision, multiple allergies, cholecystectomy, tubal ligation, gastric bypass, gravida ii and parity 2. Previously administered products included for an unreported indication: depo-provera from 2006 to 2009 and iud from 2006 to 2009. Concurrent conditions included obesity since (B)(6) 2014, depression since 2014, hypertension since 2014, sleep apnea since 2013, anxiety since 2001, abdominal cramps, irregular periods, clotting disorder, metrorrhagia, left lower quadrant pain, right lower quadrant pain, bowel movement irregularity, perineal pain and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as alprazolam (xanax) since 2012, butalbital since 2013, caffeine since 2013, cyanocobalamin since 2012, duloxetine hydrochloride (cymbalta) from 2002 to 2012, ibuprofen (motrin ib), lamotrigine (lamictal) from 2005 to 2010, omeprazole (prilosec) since 2013, oxycodone hydrochloride;paracetamol (percocet), paracetamol (apap) since 2013, piroxicam (paxil), sertraline hydrochloride (zoloft), topiramate (topamax) from 2010 to 2014, vitamin d nos (vitamin d) since 2012 and zolpidem tartrate (ambien) from 2012 to 2017. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vulvovaginal pain ("pain- vaginal pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometrial hyperplasia ("endometrial hyperplasia"), abdominal pain lower ("lower abdomen pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation, endometriosis, endometrial hyperplasia, dysmenorrhoea, dyspareunia, headache, migraine, abdominal pain, back pain, bladder disorder, urinary tract infection, vaginal discharge, tooth disorder, hormone level abnormal, weight increased, female sexual dysfunction and vulvovaginal pain outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage and metrorrhagia had resolved and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, endometrial hyperplasia, endometriosis, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure was inserted on (B)(6) 2009 (per pfs) and on (B)(6) 2009 (as per mr) discrepancy noted,earlier insertion date (B)(6) 2009. Received treatment for pain, bleeding. Most if not all symptoms have decreased following essure removal. Patient has discussed removal of essure. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record:vaginal bleeding, dysmenorrhea, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: medical records received: new events apareunia (inability to have sexual intercourse) and vaginal pain added. Reporter and concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implants'), fallopian tube perforation ('perforation of organs\perforation (fallopian tubes)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('bleeding') in a (B)(6) female patient who had essure (batch no. 628307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in 2005, lump excision, multiple allergies, cholecystectomy, tubal ligation, gastric bypass, gravida ii, parity 2, ovarian cyst and lumbar pain. Previously administered products included for an unreported indication: depo-provera from 2006 to 2009 and iud from 2006 to 2009. Concurrent conditions included obesity since (B)(6) 2014, depression since 2014, hypertension since 2014, sleep apnea since 2013, anxiety since 2001, abdominal cramps, irregular periods, clotting disorder, metrorrhagia, left lower quadrant pain, right lower quadrant pain, bowel movement irregularity, perineal pain, adenomyosis, diarrhea, seizure and mastodynia. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as alprazolam (xanax) since 2012, butalbital since 2013, caffeine since 2013, cyanocobalamin (vitamin b12) since 2012, duloxetine hydrochloride (cymbalta) from 2002 to 2012, ibuprofen (motrin ib), lamotrigine (lamictal) from 2005 to 2010, omeprazole (prilosec) since 2013, oxycodone hydrochloride;paracetamol (percocet), paracetamol (apap) since 2013, piroxicam (paxil), sertraline hydrochloride (zoloft), topiramate (topamax) from 2010 to 2014, vitamin d nos (vitamin d) since 2012 and zolpidem tartrate (ambien) from 2012 to 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain/chronic"), headache ("headaches"), migraine ("migraines"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vulvovaginal pain ("pain- vaginal pain"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), endometrial hyperplasia ("endometrial hyperplasia"), abdominal pain lower ("lower abdomen pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), depression ("depression"), anxiety ("anxiety") and uterine pain ("uterine pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy.) And ablation. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation, endometriosis, endometrial hyperplasia, dysmenorrhoea, headache, migraine, bladder disorder, urinary tract infection, vaginal discharge, tooth disorder, hormone level abnormal, weight increased, female sexual dysfunction, vulvovaginal pain, depression, anxiety and uterine pain outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dyspareunia, abdominal pain, back pain and metrorrhagia had resolved and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, endometrial hyperplasia, endometriosis, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure was inserted on (B)(6) 2009 (per pfs) and on (B)(6) 2009 (as per mr) discrepancy noted,earlier insertion date (B)(6) 2009. Received treatment for pain, bleeding. Most if not all symptoms have decreased following essure removal. Patient has discussed removal of essure. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record:vaginal bleeding, dysmenorrhea, menorrhagia, dyspareunia, abdominal pain, metrorrhagia, dysmenorrhea, dyspareunia, endometriosis, most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and medical record received- new event depression, anxiety and uterine pain were added. Outcome of the event abdominal pain, back pain and dyspareunia were updated from unknown to recovered. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.